Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the anchor sites. Surgical intervention took place wherein the anchors were explanted, replaced and buried deeper to address the issue.